Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc did not always replace all images visible on the large screen. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc, reloaded the software which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue happened during a planned non-emergency treatment which was completed as planned. The philips remote service engineer (rse) inspected the system remotely and confirmed that the input from wall connection box (wcb) was not working. Upon further analysis the cause of the issue was found to be the defective input card on the flexvision pc. A replacement flexvision pc was delivered to the customer for replacement. The defective flexvision pc was returned to philips for failure analysis and the cause of the flexvision pc could not be conclusively determined but the replacement of flexvision pc by the customer has resolved the reported issue. Hard disk drives of flex vision pc were also delivered to customer in another work order. After which the system was returned to good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.